Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise which resulted in pacing inhibition. The patient experienced syncope due to loss of pacing. No intervention was performed at this time. No further information was available